Event description:
During a coil embolization process, this orbit rdfl complex fill coil was inserted through the excelsior bsc microcatheter, but the trufill stretched. The trufill dcs orbit coil was removed and the procedure was completed using another coil of same size 6x15 trufill coil.

Manufacturer narrative:
Additional information indicated that the aneurysm size was not known. No neck remodeling was utilized. Prior to use, the mc was not re-shaped. Adequate and continuous flush was maintained through the (mc) microcatheter at all times. No resistance existed between the (gw) guidewire and the mc when accessing the target site. Prior to this coil, one other coil went through the same mc without resistance. No kinks were seen on the mc that may have been contributed to the event. The event occurred during withdrawal for repositioning in the aneurysm. During the procedure, the coil was not utilized in guidewire fashion. Prior to repositioning, one to one relationship between the coil & delivery tube was verified with fluoroscopy. The same microcatheter was utilized to complete the procedure, since no damages were noted on the catheter. The final outcome - was that the entire coil was removed, by gently pulling it out back into the mc without difficulty. The coil was successfully removed from the patient, still attached to the delivery system. However, during withdrawal, the coil stretched, and resistance occurred during withdrawal. There was no adverse event with reported event. The patient information is unknown. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.